Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a consumer receiving morphine [25 mg/ml] at minimum rate via intrathecal drug delivery pump for spinal pain. It was reported that there was a motor stall seen at initial interrogation via the pump logs and the patient did not recently have an MRI. There was multiple motor stalls and recoveries starting on (B)(6) 2017, (B)(6) 2017, and recovery occurred (B)(6) 2017. They will be replacing the pump and catheter today and there were no reported symptoms or further complications reported/anticipated. Additional information was received from a manufacturer representative. It was reported that the pump and catheter replacement went well and was still working on getting the explanted pump from the hospital. There was no further information provided. Additional information was received from a manufacturer representative. It was reported that a pump was explanted and replaced recently for a motor stall (unexpected).